Event description:
It was reported that the 9800 system had a no sync detected error message. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The failure could not be duplicated. The video controllelr was replaced during the service call. The system was tested and found to be working as intended and put back into service.